Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Product manufacture date: march 30, 2015. Product manufacture location: synthes (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 2.4mm lcp straight wrist plate 170mm (part number sd242.003, lot number 7935012) was processed through the normal manufacturing and inspection operations with no non-conformance's or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance's or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a 2.4mm locking compression plate (lcp) straight wrist plate - left, and eight (8) 2.4mm screws on (B)(6) 2016. On an unknown date it was determined patient's volar tilt had collapsed. Patient was returned to surgery on (B)(6) 2016. Plate was removed, patient bone void was filled using an unknown bone spacer, and then the same plate was re-implanted. On unknown date, it was determined the plate had broken through an empty middle hole. Patient was again returned to surgery on (B)(6) 2016 where the plate and eight (8) screws were removed. No additional hardware was implanted as patient was reported to be healed. This complaint will address the hardware removal on (B)(6) 2016. The first revision on (B)(6) 2016 will be addressed and captured in linked complaint (B)(4). Concomitant devices reported: 2.4mm cortex screw (part and lot number unknown, quantity unknown), 2.4mm locking screw (part and lot number unknown, quantity unknown) this is report 1 of 1 for (B)(4).